Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 30.1 mmol/l and 7.9 mmol/l; 20.4 mmol/l and 8.7 mmol/l; 22.8 mmol/l and 10.2 mmol/l; 20.4 mmol/l, 18.7 mmol/l, and 9.2 mmol/l; 5.8 mmol/l and 11.8 mmol/l. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).